Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a urinary stone removal procedure, two ngage nitinol stone extractors experienced issues with the baskets not opening/closing. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other device, the basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, of the device were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found five complaints had been reported for this lot; all were for related issues. Cook also reviewed product labeling. The product IFU [t_shef_rev1] did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, the issue was identified as being with the basket assembly, which is a supplied component. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a urinary stone removal procedure, two ngage nitinol stone extractors experienced issues with the baskets not opening/closing. The stones were being removed from the renal ureter, transurethrally. Both devices were inspected for damage prior to use and no issues were noted. Both devices were tested in the uncoiled position prior to use. The basket on one of the devices did not operate smoothly and stopped working after a "few" uses. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The other device, the basket did not function at all and the device was not used. A third device from the same lot was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.